Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.